Event description:
Additional information received indicated that the poor catheter flow initially occurred on (B)(6) 2017. This was treated with cathflo activase and no action was taken with the study device. The event resolved with sequelae on (B)(6) 2017. The second event of poor catheter flow occured on (B)(6) 2017 and resulted in device removal on (B)(6) 2017.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study (B)(4): the nexsite device was successfully placed on (B)(6) 2017. On (B)(6) 2017, it was removed due to poor catheter flow and cathflo activase was given to treat the event. The event had resolved on (B)(6) 2017.